Event description:
It was reported that on (B) (6), 2009, electrode channels 8 and 10 were seen to be hi and were turned off. Electrode channels 11 and 12 have been turned off previously as they were hi.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.